Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead triggered the alert during the patient's facial surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead integrity warning was triggered due to high rate non-sustained tachycardia and increased counts to the sensing integrity counter (sic). The rv lead remains in use. No patient complications have been reported asa result of this event.